Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Please note that the applier tip is loose not fixed with the shaft, so when you press the handle the jaws move forward then generate pressure to the clip, which cause inconvenience while using and the jaws are misaligned. It is reported that: during surgery it started to loosen the tip from shaft which makes it difficult and inconvenient to work with. Regarding the sterilization kindly note that the product is usually sterilized around 3 times a day with chemical sterilization (cold sterilization) sterilization record card is not available.

Manufacturer narrative:
(B)(4). Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. The instrument was received by the supplier. It was determined that the instrument was poorly maintained (wear and tear). There is nothing to add to the report, the instrument is in a very bad condition and completely worn out. No further measures will be initiated.

Event description:
Please note that the applier tip is loose not fixed with the shaft, so when you press the handle the jaws move forward then generate pressure to the clip, which cause inconvenience while using and the jaws are misaligned. It is reported that: during surgery it started to loosen the tip from shaft which makes it difficult and inconvenient to work with. Regarding the sterilization kindly note that the product is usually sterilized around 3 times a day with chemical sterilization (cold sterilization) sterilization record card is not available.